Manufacturer narrative:
No damaged reservoir retainer noted during testing. The p-cap able to lock in place. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that retainer ring was loosened. The customer¿s blood glucose was 163 mg/dl at the time of incident. Insulin pump was not bumped or dropped. The customer's mother was unsure, if the reservoir will lock for the next days. The insulin pump will be returned for analysis.